Event description:
Additional information was received that this right ventricular (rv) lead was surgically capped and abandoned due to high thresholds and loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
The 3191 code was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead had no capture at max output. The patient was checked in the clinic for pre-radiation check for lung cancer, where the amplitude and impedances were stable. The patient is not dependent, and the plan for this patient was uncertain at this time. The lead remains in-service. No adverse patient effects were reported.